Event description:
It was reported there are pixels missing in the display. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was out of specification. It was also noted that the upper and lower cases were broken and contaminated, the ring cover and two side bail covers were missing, the battery release, and lead flex cover were contaminated, the battery contacts were compressed, the ring and two side bails were missing, the keyboard pad was cosmetically damaged and the battery drawer was broken and contaminated.